Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a defective u204 component on the distribution node pca. The root cause for the defective u204 could not be positively identified. No adverse event resulted from the defective belt.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/ monitor unusable).